Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath+, the patient has known peripheral vascular disease. An intravascular lithotripsy was performed on the right iliac artery for large bore access. The esheath+ was advanced after serial dilations. However, upon insertion of the 23 mm sapien 3 ultra valve, the physician felt extreme resistance and did not feel comfortable advancing the 23 mm commander delivery system (ds) any further. The ds made it to the iliac and was removed in conjunction with the esheath+ and a second 14fr esheath+ was advanced in the right side to close the artery after the procedure. The contralateral side was then pre-closed and also underwent intravascular lithotripsy. A third esheath+ was advanced on the left side. A new valve was also prepped in standard fashion and deployed without issue via the left side. When the right-side esheath+ was removed and perclosed, the patient became hemodynamically unstable. A cross over angiogram was performed and a perforation of the femoral was noted before the right external iliac junction. A covered stent was deployed and resolved the hemodynamic instability and all other access sites were closed without issue. Per feedback from the fcs, no ew devices were damaged during the case. The patient was discharged and left the cath lab in stable condition. No allegations of ew devices being deficient were made. The devices were all discarded and will not be returned.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the imagery, the patient's right access vessel had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint about the inability to advance the delivery system and valve through the esheath+ that resulted in a perforation of the vessel requiring an intervention to treat has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that patient factors (calcification and tortuosity) may have contributed to the reported event, as confirmed via the imagery provided. Furthermore, it was reported that the patient was treated via intravascular lithotripsy due to the calcified vasculature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.